Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/08/2016. The fse confirmed the leak was caused by disconnected tubing between the white blood cell (wbc) diluent dispense pump and the blood sampling valve (bsv). The fse replaced and redressed the tubing resolving the leak, errors and stress. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 10 ml of clear uncontained fluid leaked from a coulter lh 780 hematology analyzer onto the counter while the customer was priming diluent. There were low vacuum error messages reported by the customer at the time of the event. The customer also reported white blood cells (wbc) and differentials (diff) failed the background count during the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.